Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The day following the onset, the patient was hospitalized for the bacterial peritonitis event. On unreported date(s), the patient was treated with ciprofloxacin orally (dosage, frequency, and duration not reported) for the bacterial peritonitis event. Beginning two days after the onset of bacterial peritonitis, the patient was treated with ceftazidime (1.5 gram, intraperitoneally (ip), daily) for the bacterial peritonitis event. Antibiotic therapy with ciprofloxacin was reported to be ongoing at the time of this report. Antibiotic therapy with ceftazidime completed after 24 days. After three days of hospitalization for the bacterial peritonitis event, the patient was discharged. The patient was recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 3 of 4.